Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated that they thought the stimulator needed to be replaced or something and the issue began in september. Patient stated that when they use the recharging paddle the paddle gets warm. Patient said that they went to charge the implanted neurostimulator a couple days ago and the controller was completely dead and there was nothing on the screen. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed no device found then cannot recharge device. The controller battery is too low. Recharge the controller. Agent informed patient to fully charge their controller and reviewed the patient's controller and li battery pack was functioning as intended. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) product type recharger was returned and the analysis results shown no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated that they thought the stimulator needed to be replaced or something and the issue began in september. Patient stated that when they use the recharging paddle the paddle gets warm. Patient said that they went to charge the implanted neurostimulator a couple days ago and the controller was completely dead and there was nothing on the screen. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed no device found then cannot recharge device. The controller battery is too low. Recharge the controller. Agent informed patient to fully charge their controller and reviewed the patient's controller and li battery pack was functioning as intended. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.